Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been having problems with sensor glucose value discrepancies. The insulin pump would alarm threshold suspend but when the customer checked their blood glucose it was 155 mg/dl. The sensor glucose value would also be around 40 mg/dl when their blood glucose value was 114 mg/dl. Troubleshooting for bent sensor was not completed because the customer declined removing the sensor at the time. The customer will not return the device for analysis.